Event description:
A customer discontinued use of the homechoice (hc) device due to receiving a transplant and returned the device to baxter. During evaluation, it was determined that the hc device system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the hc device passed the rite electrical test, but failed the rite functional test due to encountering a system error 2416 alarm. External and internal inspection was performed and passed. The hc device was powered up and several priming sequences was performed. No issues were encountered during these priming sequences. System integrity verification was performed with no leaks or issues found. The device power was cycled on and two test therapies were performed. Both test therapies were completed with no issues. The device's power was cycled off and the door assembly was inspected. No issues were encountered during the inspection process. The rite functional failure was unable to be duplicated during the sample evaluation. The cause for the rite issue of se 2416 was undetermined. The device met specifications for the rite functional issue. The device was serviced. If additional relevant information is obtained, then a supplemental report will be submitted.